Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken into two pieces, therefore the reported event was confirmed. In addition, the fiber tip was degraded, indicative of fiber use. The fiber connector was analyzed, no defects on connector face was found. A slightly distortion of the beam was noted during the functional test. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a bladder neck obstruction procedure, the fiber broke. The procedure was completed without replacing the fiber. There were no patient complications.

Event description:
It was reported that during a bladder neck obstruction procedure, the fiber broke. The procedure was completed without replacing the fiber. There were no patient complications.

Event description:
It was reported that during a bladder neck obstruction procedure, the fiber broke. The procedure was completed without replacing the fiber. There were no patient complications.